Event description:
After injuring my right knee, I was given a brace to support my right knee at the brace shop, within 3 days I broke out with bumps on my left knee, and then began receiving a rash on my right injured knee that I was wearing the hely and weber brace product. The doctors stated it was a contact dermatitis, but was not sure it was the brace. They provided me prednisone, and after finishing the meds, it reappeared after finishing my meds. I saw a dermatologist and stated it was contact dermatitis, and was told to finish the prednisone course and it reappeared. I am no longer wearing the brace but this allergic reaction is now causing aseptic necrosis, I have wrapped in a bandage and have to visit the wound clinic for the next 2 weeks to have them wrap up my leg. I have another dermatology appointment mid october that is the earliest that I can receive one through the military doctors since I am in the military at a major hospital 2 hours away from where I am stationed. When I was wearing the brace, I was watching every other day and was using woolite and cold water in the sink and letting it dry. I am in the military and I have never had any allergic reactions to anything my entire life. Dates of use: 2008. Diagnosis or reason for use: allergic reaction to knee brace. Event abated after use stopped or dose reduced?: no.